Event description:
It was reported that the pt had exhibited rectal bleeding while using an actiflo indwelling bowel catheter system.

Manufacturer narrative:
Upon investigation, it was determined that pt had a colonoscopy in (B)(4) 2010, at which time rectal ulcerations were noted. The nurses inserted the device without further gi consult. The consequent investigation into the source of the bleed identified the area of ulceration to be in the same place as the area noted during the july colonoscopy. In a consequent conversation it was related that the pt had expired from unrelated illness.